Manufacturer narrative:
Complained product will not be not available.

Event description:
Bristles on toothbrush have already been broken... Refill head broke while brushing my teeth - oral-b [device breakage]. Case narrative: consumer called and stated that while brushing teeth, the refill head broke, and the bristles were already broken. No injury was reported.